Event description:
The manufacturer has received information from a user who alleges that their copd and lung disease are a result of using a rep dreamstation auto CPAP device. Additionally, the user has a medical history of prostate cancer and underwent prostate removal surgery two years ago. The device is a repaired device and is not part of the manufacturer's recall. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.